Event description:
It was reported that during the pulse generator change out, the lead exhibited capture anomalies while being connected to a new device. The lead was subsequently replaced.

Manufacturer narrative:
No medwatch form was received.